Event description:
It was reported by the customer that a preloaded monofocal intraocular lens (iol) was noted to be damaged. There was no indication of patient contact or subsequent injury. Further follow-up confirmed that the iol was not used, as the product was received with the outer box compromised and described as crushed or destroyed upon arrival at the facility. The inner packaging appeared compressed, with no void fill material present, and exhibited small holes indicating a loss of sterility. There was no patient contact. No unplanned medical or surgical interventions required. No further information was provided.

Manufacturer narrative:
. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.